Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture. A chest x-ray confirmed the lead was dislodged. As a result anther procedure was performed and the lead was capped. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture. A chest x-ray confirmed the lead was dislodged. As a result another procedure was performed and the lead was capped. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.